Manufacturer narrative:
Filing correction for fields b1adverseevent/ product problem and b2 outcomes attrib to adv event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain with the device therefore, requested for the system to be explanted. The system was explanted successfully and is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain with the device therefore, requested for the system to be explanted. The system was explanted successfully and is not expected to be returned. No additional adverse patient effects were reported.